Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile examination presented a break in the hypotube 109cm from the hub of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a fracture occurred. During a thrombectomy procedure the physician selected a spiroflex® angiojet® thrombectomy set for use. The spiroflex catheter was advanced through a guide catheter and resistance was felt. The spiroflex catheter was removed and upon inspection, it was noted that the catheter was kinked. The physician attempted to straighten the kink, however, the metal tube inside the catheter broke. The procedure was completed with another of the same. No patient complications were reported and the patient was fine.